Manufacturer narrative:
Section a1 patient identifier reached maximum character limit, the full ID is (B)(6). Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed alinity s hbsag positive result when processing on alinity s system. On (B)(6) 2026, ID (B)(6) generated alinity s hbsag 26.31 s/co reactive. Repeat testing was 6.51, 6.28 s/co repeatedly reactive, confirmatory 99.69%. Follow up testing performed and was negative for hepatitis b. The donor also tested nat negative for hepatitis b. The donor was a repeat blood donor and had previously tested non reactive for hbsag. No donor information is available. No impact to patient management was reported.